Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that log review confirms the device was operating on battery power only for the duration of the event. During the event multiple discharges were administered to the patient before encountering what appears to be a depleted battery. The device has reportedly passed all biomed-performed testing. The log suggests a spare battery potentially would have benefitted the circumstances later in the event. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to resuscitate a 49-year-old male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.